Event description:
Using replacement/rebuilt autosv bi-pap phillips and noticed that filters in the last month are coming out almost black when replacing the filters routinely. Normally, the filter is not noticeably dirty when being replaced. This happened on my original system as well prior to replacement where the replacement filter which is changed out bi-weekly is almost black for no known cause or a cause I can identify with doctor's assistance. Benign cramp fasciculation muscle/nerve disorder, obstructed/central sleep apnea, hypersomnia, morton's neuroma both feet, high blood pressure. Refer to additional documents in i2k.